Event description:
Info provided stated: insertion of PICC line. This is the second PICC line for this pt as previous PICC was replaced due to apparently same break in line (1820334-2012-00376). While the rep was visiting the account (today), parent called vat to say the PICC line "cracked" again. No other details at this time. Pt is to come to hosp tomorrow (couldn't make it in today) for replacement. The rep is hoping to gain more details such as lot # and photo of PICC. Info was provided that this PICC line was put in (B)(6) 2012. As details become available to rep will forward along. No further info has been provided. A section of the device did not remain inside the pt's body. The pt requires the reinsertion of another PICC line. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) - (scheduled for next day) is not labeled. (B)(4) - separates is not labeled. No complaint device will be returned per info supplied by the complainant. Per quality control spec, there is a tensile test on shafts, extension tubes and hubs. Material must withstand 3.3 lbs for each bond and distal shaft. In addition, there is confirmation of the correct extension tube and that they are securely attached. An IFU is provided with this device. In the "precautions", it is stated: "if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately." It further states: "catheter maintenance:" if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if clc-2000, microclave or other needless adapters approved for saline only lock are used, saline only catheter lock may be used." Although no complaint device was returned, the failure mode has been confirmed from the info supplied by the complaint customer. However, without the actual complaint device, it is not feasible to say why the failure mode was experienced. Inconclusive on how device could have contributed to the failure mode. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk analysis, there is insufficient risk due in part to low occurrence and high detectability.